Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump just stopped. It was recently alarming for downstream occlusion. They instructed them to verify no clamps were closed and there were no kinks in the tubing. Pump then restarted. Reservoir volume 92ml, running, empty in 45 hours and 59 minutes. They both stated it was incorrect, and pump was supposed to be empty. Compared with reservoir label and tbvi was 92ml. Patient denied ever resetting the tbvi while trying to troubleshoot. They also verified it just started beeping for the first time. They were concerned because per past phone notes, patient has gone in for pump disconnect before with a full reservoir. They both feel the reservoir looks full. While they were trying to further troubleshoot, they noticed the pump stopped again. It had not alarmed at all, and they did not press stop/start. Drug was 5fu. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.